Event description:
The event is reported as: complaint was reported as the following: complaint alleged: aquapak was connected to the mobile oxygen bottle. After use on a pt, the aquapak was broken at the bottleneck between flowmeter and aquapak. No hazard for the pt happened after use. No pt injury reported.

Manufacturer narrative:
The lot number cannot be confirmed at the time of this report. It is unclear if the affected lot number is 126116 or 129116. The correct lot number will be indicated on the f/u report. Sample received by MFR, but investigation is incomplete at time of this report. A f/u report will be sent when investigation is completed.